Event description:
It has been reported that the device did not function properly.

Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Conclusion: device found to have an intermittent battery contact.